Manufacturer narrative:
It was reported that the handle became detached from the holder during suture placement on the cuff, and the valve was dropped. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported premature separation could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25mm epic plus mitral valve was chosen for a procedure. During the procedure, the handle became detached from the holder during suture placement on the cuff, and the valve was dropped. A non-abbott mitral valve was used as a substitute and completed the procedure while the patient was on bypass. There was do delay in the procedure. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2026, a 25mm epic plus mitral valve was chosen for a procedure. During the procedure, the handle became detached from the holder during suture placement on the cuff, and the valve was dropped. A non-abbott mitral valve was used as a substitute and completed the procedure while the patient was on bypass. There was do delay in the procedure. The patient was reported stable.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.